Event description:
A 12-yr-old female was undergoing percutaneous fixation of the left hip when the guide wire was inadvertantly driven into the abdominal cavity. It was removed without penetrating injury to the pt. Pt was discharged in good condition.